Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on the middle of her back that was spreading to her front as well. The nurses on the patient's rehab facility applied a topical powder to the irritation. The patient has ended use of the lifevest and the patient's doctor was made aware and agreed that the patient no longer had to wear the lifevest. The outcome of the irritation is not known.